Manufacturer narrative:
This investigaton is pending. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device was alleged to deplete prematurely. During a follow up five months remaining was exhibited. The device was thus explanted. No additional adverse patient effect were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device was alleged to deplete prematurely. During a follow up five months remaining was exhibited. The device was thus explanted. No additional adverse patient effect were reported.